Manufacturer narrative:
(B)(4). The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Differences in readings with two meters. Test cassette or lot information is not available. Meter u100467531 20.0 mmol/l. Meter u100853461 within ten minutes 9.0 mmol/l. No adverse event alleged. Strips are not available for return.